Event description:
The pt suffered trauma which lead to the plate breaking. The pt admitted to tripping and almont falling. The next day the pt did a significant amount of heavy lifting and shortly after started having symptoms again.